Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair on the fixation of the mesh, the device was having difficulties loading the reload onto the handle. They had difficulty pressing the push reload button and difficulty navigating the lock and unlock button. The first device was unable to be loaded so they used an second unit to complete the case, but the device jammed at the end of the procedure yet the surgeon was able to complete the case. There was an extension of surgical time due to the event. The patient was alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two instruments. One unit was received with disrupted timing. The other unit was received with an attached reload and had no visual or functional abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition could be due to excessive manipulation during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.